Event description:
It was reported that after an 4.0x250 armada 35 percutaneous transluminal angioplasty catheter was advanced over non-abbott guide wire from the left superficial femoral artery over to a heavily calcified lesion in the non-tortuous mid right superficial femoral artery, the balloon was inflated at the target lesion, but would not deflate, despite efforts to pull a negative pressure on the armada. The non-abbott sheath was pushed forward over the armada balloon, and the entire catheter, sheath, and guide wire were removed as a single unit from the anatomy. There were no patient effects, but there was a clinically significant delay of approximately 25 minutes due to attempts to de-pressurize balloon. A non-abbott balloon was subsequently advanced, inflated, then ruptured, while stenosis was slightly reduced, the procedure was ultimately not completed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo glidewire 35. Sheath: 6-french balkan. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon was partially inflated upon receipt and a tear in the shaft was noted. During an attempt to replicate the reported deflation issue by inflating the device, fluid was noted to leak from the tear and the device could consequently not be inflated. Thus, the difficulties deflating and removing the device could not be replicated in a testing environment due to the condition of the returned device. Further device analysis, including scanning electron microscopy (sem) revealed that further handling of the device would have contributed to the noted shaft tear, as the balloon was able to be initially inflated, which suggests the tear was not already present before use. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to slow balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. An analysis of the returned device confirmed the difficulties deflating and removing the device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).